Event description:
It has been reported to philips that the geometry movements were partly available. The user performed a restart of the system, but the issue persisted. The system was noted to be in clinical use. There was no reported patient or user harm. The patient was moved to a different room for the procedure. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the procedure was delayed and treatment was completed in another room. The system was philips remote service engineer (rse) connected with the customer and confirmed the reported issue. Review of system log file shows geometry movement unavailable and enmv_at_startup_high. Upon troubleshooting, rse asked the customer to check the cables of tso, buttons and knob as well as to perform cold restart. After cold restart, the system was returned to use in good working order. However, the issue reoccurred again and the philips engineer provided parts number for geo module and cable for replacement. The codes were updated based on the investigation outcome. Evaluation method code was corrected.